Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part # 615.10.01s synthes lot # dse0562 supplier lot # dse0562 release to warehouse date: mar 08, 2017 expiration date: aug 28, 2018 supplier: dsm biomedical - kensey nash no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal of the two (2) cranios fast set putty 10cc to wash out infections since the incision had drainage. Originally, the patient underwent a bicoronal craniotomy on (B)(6) 2019. A head CT scan was taken on (B)(6) 2020. The surgeon took the patient back to the operating room and washed/debrided out the infection. Procedure and patient outcome were unknown. Apparently surgeon had five (5) such cases where he had to wash out the patients. This complaint captures 5th case, other 4 cases are captured under related (B)(4). This report is for one (1) cranios reinforced fast set putty 10cc-sterile. This is report 2 of 2 for (B)(4).